Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using and during use bd vacutainer® sst¿ ii advance plus blood collection tubes, there were gel bubbles in the gel separation barrier of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 10-oct-2025 investigation summary bd received 2 photographs and one sample from the customer in support of this complaint. The evaluation of the attached photographs and returned sample showed used and unused tubes with excessive bubbles in the gel at the base. Additionally, 100 retained samples were visually inspected, and no defects were found. Complaints for sample quality were not under statistical control for the month of september 2025, additional testing was performed. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, gel air bubbles via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel air bubbles based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported prior to using and during use bd vacutainer® sst¿ ii advance plus blood collection tubes, there were gel bubbles in the gel separation barrier of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.